Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she did a bolus and she perceived that the cause of the low blood was that she might have given herself too much insulin. Customer stated that she passed out prior to being hospitalized. Nothing further was reported.